Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failed crystal, designator y1.

Event description:
The customer contacted stryker to report that their device will not power on. When they attempt to turn it on, the device's display flashes white and then it powers off. There was no report of patient use associated with the reported event.